Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under infused and the patient developed heavier than normal bleeding. In the delivery room the patient was connected to two IV pumps. One with pitocin 500ml bag set to run at 333ml/hour for 30 minutes (delivering 167ml), then reduced to 95ml/hour on the top pump. The pitocin was initiated to support uterine contractions and manage bleeding. The second pump had a 1000ml bag of lactated ringers (lr) at 125 ml/hour. The pitocin line was connected to the y-site of a clearlink system continu-flo solution set below the pump, then attached to a one-link non-dehp y-type microbore catheter extension set, and finally to a non-baxter autoguard 18g IV catheter. The midwife observed heavier-than-normal bleeding which prompted them to administer cytotec rectally. The midwife inquired whether a second pitocin bag had been hung. This is when the medical team noted the bag had approximately 400ml remaining when it should have been empty. The nurse rechecked then reprogrammed the pump, observed drips in the chamber, and believed it was functioning properly. Upon further observation, the nurse realized it was not infusing correctly. The lr bag was turned off and physically lowered it to sit atop the other pump, thinking that would fix the issue. Baxter¿s helpline was contacted for troubleshooting and the baxter service representative was on site who inspected the setup, confirmed the tubing was correctly placed in the retention clamp, and recommended removing the pump from the service. The pump had indicated an infusion of approximately 1,070ml from a 500ml bag, despite only about 150ml being infused from the bag. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h6 and h11 h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent preventive maintenance flow rate testing by running a simulated infusion with a volume to be infused of 25 ml at 25 ml/hour. The infusion ran without issues. The reported condition was not verified. The event history log showed the reported drug lactated ringers was not found; however, the infusion parameter given by the customer of 125 ml/hour was found on (B)(6) 2025 at 02:41:34 with a volume to be infused of 980 ml. This matches closely to what the customer reported to have programmed 1000 ml of lactated ringers at 125 ml/hour. The pumping started on (B)(6) 2025 at 02:41:40 and was stopped by the user after a bag near empty alarm on (B)(6) 2025 at 10:04:55 delivering approximately 925 ml. There were no air in line or occlusion alarms during this event. There were no secondary infusion running and a search for motor stall revealed no results. Standby was also not used during this event. Based on the event history the pump appeared to react accordingly, and it is important to note that based on the event description the customer did not appear to have an issue with the delivery of lactated ringers as the issue appears to be related to the pitocin. It is also important to note the customer indicated use of a ¿bd autoguard 18g IV catheter, which supports up to 95 ml/hour¿, but at times this rate was higher which can lead to less volume being delivered. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.